Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from vitros tsh lot 5820 and vitros tsh lot 5850 from the same patient sample when tested on a vitros 5600 integrated system. The results were low compared to the previous tsh result obtained using non-vitros technology from an external laboratory. The most likely assignable cause of the event is unknown, however, a sample interferent that affects the vitros tsh assay cannot be ruled out as contributing to the event. Details of additional medication or supplements being taken by the patients were requested but the customer was unaware of any supplements the patient is taking. Ongoing tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with tsh lots 5820 or 5850. Although the customer did not perform precision testing, the selling control performance observed on the instrument indicated that the vitros 5600 integrated system performance was not a likely contributing factor to this event. The customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing is not a likely contributing factor. The customer is happy with both the instrument and kit lot performance and believes the likely cause of the lower than expected result is an interfering substance in the patient sample. The customer will follow up with potential interfering substances that the patient is using at their next appointment and the record will be updated if new information is received. A definitive cause could not be determined.

Event description:
A customer obtained lower than expected tsh results from vitros tsh lot 5820 and vitros tsh lot 5850 from the same patient sample when tested on a vitros 5600 integrated system. The results were lower compared to the previous tsh result obtained using non-vitros technology from an external laboratory. Vitros tsh lot 5820, patient sample result of 0.15 miu/l versus expected result of 1.81 miu/l. Vitros tsh lot 5850, patient sample result of 0.30 miu/l versus expected result of 1.81 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh patient sample results were reported from the laboratory and no additional testing was performed. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).